Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) canada on behalf of the lay-user/pt alleging that the one touch ultrasmart meter has a power issue (meter does not turn on). On four days earlier at 6am, the pt reportedly woke up feeling unwell and was vomiting. It is not known whether the pt's condition was due to diabetic symptoms of hyperglycemia, hypoglycemia, or other heath conditions. The pt's wife gave him gravol (over-the-counter drug used to prevent nausea and motion sickness) to treat his symptoms. The pt indicated that she did not treat the pt for any diabetes at the time of concern. The pt attempted to test on the subject meter but could not due to the reported issue (meter did not turn on). The pt was vomiting on and off throughout the day. At 5pm, the pt's symptoms progressively got worse. Reportedly, the pt was vomiting and sweating. The reporter contacted emergency services. Upon arrival, the pt tested at "28 mmol/l" and was put on an IV drip. Then, the pt reportedly was promptly taken to the emergency room. It is not known what readings, diagnosis, and treatment the pt received at the emergency room. It would have been helpful to know if the pt was admitted into the hospital, the duration of his stay, what blood glucose reading the pt obtained during the time of his hospital discharge, and if the pt's diabetes medication was changed after a medical reevaluation of diabetes regimen after the hospital stay. During troubleshooting, the reported issue was resolved with troubleshooting. This complaint is being reported because the pt claimed he was treated for hyperglycemia after he was unable to test his blood glucose on the subject meter for 11 hours. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.